Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that approximately one month prior to contacting lfs, she began to intermittently obtain inaccurate high readings with the subject meter. The exact results were not provided. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient informed the csr that she manages her diabetes with insulin (self-adjuster). In response to the elevated results, the patient claimed she may have taken extra insulin (type and dose not reported). The patient reported developing symptoms of ¿shaking and anxiety¿ on unspecified occasions after the alleged issue began; symptoms she associated with hypoglycemia. There was no report of medical treatment/intervention received as a result of the alleged issue. During troubleshooting, the csr noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking extra insulin based on alleged inaccurate high results obtained with the subject meter.